Event description:
The technician stated the side rail will not latch. No pt injury reported.

Manufacturer narrative:
The technician found the side rail support arm is not attached due to missing ratchet rivets. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. The technician replaced the side rail support arm ratchet rivets to resolve the issue. Based on this info, no further action is required.